Event description:
Materials#: unknown batch#: unknown it was reported that the bd syringe 3ml ll bns barrel cracked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Notification number: (B)(4). Notification created date. 2/21/2020. Notification description: 3cc syringes leaking fluid at the hub. Component number: 26001. Component description: syr 3ml l/l. Component lot serial number: unknown. Regulatory date reported: 2/29/2024. Regulatory reference number: 1423395-2024-00084. Additional information provided: the syringe crack was in the middle of the barrel.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.